Event description:
During preparation for a therapeutic urological procedure, the tip of the proximal coil on this stent detached. The procedure was completed successfully, with another stent, with no pt complications.